Manufacturer narrative:
Investigation summary - a complaint was reported for a results failure on a phoenix m50 instrument. The customer alleged that they were having issues with misidentifications. A bd field service engineer (fse) was dispatched to the customer site. Upon arrival, the fse did not note any issue with the instrument. As a part of troubleshooting and to ensure customer satisfaction, the fse performed a health check on the instrument. It was verified that the instrument is functioning as intended. This is an unconfirmed failure of a bd product. The root cause of the failure was unable to be determined. No parts were replaced as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review was conducted and revealed no prior cases with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system, the user noted misidentifications of the patient results. No health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, and k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system, the user noted misidentifications of the patient results. No health impact or consequence reported.